Manufacturer narrative:
The returned devices were analyzed and the complaint was not confirmed. Cis lab only received the 12 inch portion of the lead body. The proximal and distal ends were not returned. Device serial number couldn't be determined since the portion of the lead that has the serial number marking was not returned. All 8 individual cables were pulled out from the returned lead body lumen. Both ends of the returned portion of the lead were clean cut. Damage to the returned portion of the lead is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient underwent a revision procedure due to inadequate stimulation and high impedances. During the procedure it was discovered that one of the patient's leads had broken into three pieces, which was confirmed by x-ray. The physician was not able to confirm if there were exposed cables on the lead. He believes that the lead was broken prior to the revision procedure. The lead was replaced and all of the pieces of the broken lead were removed from the patient.

Event description:
A report was received that the patient underwent a revision procedure due to inadequate stimulation and high impedances. During the procedure it was discovered that one of the patient's leads had broken into three pieces, which was confirmed by x-ray. The physician was not able to confirm if there were exposed cables on the lead. He believes that the lead was broken prior to the revision procedure. The lead was replaced and all of the pieces of the broken lead were removed from the patient.